Event description:
A customer contacted beckman coulter inc., (bci) and reported that an aspartate aminotransferase (ast) cartridge was leaking from the bottom seam.no injury was reported on this issue.

Manufacturer narrative:
(B)(4)